Event description:
It was reported that: patient states pain. Knee bends backwards to far.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remains implanted. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Device not returned.

Event description:
It was reported that: patient states pain. Knee bends backwards to far.

Manufacturer narrative:
An event regarding pain and instability involving a triathlon femoral component was reported. The reported instability could not be confirmed, however, the pain was confirmed. The devices remain implanted and were, therefore, not returned for analysis. Review of the provided medical records by a clinical consultant indicated the reported pain is caused by peripheral neuropathy. The device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The investigation concluded that the reported pain is caused by peripheral neuropathy, or pain due to nerve damage. However, the reported instability could not be confirmed. There is no indication in the provided information or medical records that this event is device related.